Event description:
The patient contacted animas on (B)(6) 2012 they had to take glucose tablets to bring their blood glucose (bg) level into normal range. Their bg now is 110mg/dl and was low as 59mg/dl with shakiness and cold sweats. The patient stated that she has had some low bg's due to her basal rate being too high throughout the night. Troubleshooting indicated that settings were correct at the time of the event. The patient stated that per their healthcare professional (hcp), she was instructed to change her basal rates today. The patient successfully chanted the basal rates per hcp recommendations. Troubleshooting indicated that issue was resolved. The pump is not being returned and the patient continues to use the pump. This is being reported due to the patient's blood glucose excursion while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the black box starts on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available tdd's correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.